Event description:
It was reported that during implant attempt, r-waves through the analyzer were at 8.0 mv, but through the device they were less than 3.0 mv. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.